Event description:
Customer reports that an error occurred in 2003 that produced an initial total bhcg result of 1.44 miu/ml and a repeat result of 1.46 miu/ml. The sample was repeated on a different chemistry analyzer (immulite) due to a previous positive result on the same patient on the access instrument. The repeat result was 58.2 miu/ml. The erroneous result was not reported out of the laboratory. There has been no change in the patient treatment that can be attributed to this event.